Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up, the device's defib output was out of specification and the display would flicker. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.